Event description:
It was reported that during surgery the plates could not be completely inserted into the cage. The surgeon had difficulty removing the plates and the cage and all three items were damaged during removal. A new cage and plates were used to complete the surgery without impact on the patient. This is report one of three for this event.

Manufacturer narrative:
Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned roi-c implant 12x14 h6mm (pn: mc1342p) for the failure of cage fractured. Visual inspection revealed the cage is fractured and one of the anchoring plates has deformation damage on both ends of the device. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the screw inserter was being used or handled at the time of the damage. DHR review and related actions: per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2021-00030 to 3004788213-2021-00032.

Event description:
It was reported that during surgery the plates could not be completely inserted into the cage. The surgeon had difficulty removing the plates and the cage and all three items were damaged during removal. A new cage and plates were used to complete the surgery without impact on the patient. This is report one of three for this event.